Event description:
A distributor in france reported a data error alert with a tandem pump, which required clearing the registry and deleted historical data and profiles. There was no information available regarding any impact on the customer's blood glucose level. The device was expected to be returned for further investigation, and a replacement pump was issued. No additional information about patient or healthcare facility details was provided.